Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the dexcom was displaying a value of 44 mg/dl and she treated herself by eating a slice of bread and drank 4oz of soda every 15 minutes because she did not feel right. The patient stated she did not check her finger stick reading prior to making the treatment decision. After the patient treated herself, she checked her finger stick reading and the bg meter was displaying 73 mg/dl. The patient called 911 and when the emergency medical technician¿s (emts) arrived, they gave the patient glucose and transported her to the emergency room (ER) where she was treated and then discharged. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.